Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) evaluated the iabp and found that the iabp when operation at times presents a message on the bottom screen: vacuum activating the alarm. The iabp motor parts were changed previously. The fse changed the kit parts 5000 hours of the motor; however the iabp remained in error. The fse placed the solenoid control board, the error persisted. The fse then placed a test manifold actuator and the equipment returned to functioning normally. General cleaning was done on the equipment. The iabp was not released for clinical use. A supplemental report will be submitted if additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: g1(contact person), h10. A getinge field service engineer (fse) evaluated the iabp and found that the iabp when operation at times presents a message on the bottom screen: vacuum activating the alarm. The iabp motor parts were changed(they were due for change due to hours) but could be a potential for the failure to occur. The fse changed the kit parts 5000 hours of the motor; however the iabp remained in error. The fse placed the solenoid control board, the error persisted. The fse then placed a test manifold actuator and the equipment returned to functioning normally. General cleaning was done on the equipment. The iabp was not released for clinical use during this visit. The fse returned with the replacement part and replaced the manifold actuator and the equipment is functionally normally and was released for clinical use.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a helium leak and a low vacuum. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (213): the unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.